Event description:
Reported by pharmacist from facility as - "the tubulure of the way of entry is split approx 4 cm from the septum." Port identified as a "porth a cath (B)(4)."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. The reporter of the complaint was asked to return the product analysis as well as to indicate the product serial number, date of event, implant date, explant date, surgeon, facility and pt data. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number, date of event, implant date, explant date, surgeon, facility and pt data has been requested. Allergan has been told that the info was included with the explanted device, which is being returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.: device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."